Event description:
Alleged when he uses the CPR to lower the head section, it will run back up unintentionally.

Manufacturer narrative:
The facility's biomed replaced the left siderail caregiver board to repair the bed.